Event description:
Lap chole - "during lap chole, the clip applier was not functioning properly. Clips were not loading correctly and were not staying clamped. I have tried to get further information on the details of this incident. Therefore, it is being submitted a little late. Unfortunately, applied team members are not permitted access into any pinnacle health facilities. We will be unable to obtain more details."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.